Event description:
Received several rounds of coolsculpting. Need upper vaser lipo for pah - inner thighs back upper,mid, lower abdomen, flanks / waist, tummy tuck, back lift, arm lift upper leg lift to remove paradoxical adipose hyperplasia in all areas.